Manufacturer narrative:
During non-ischemic ventricular tachycardia (isvt) ablation procedure with a qdot micro catheter and dacanav catheter, the patient experienced pericardial effusion (pe) treated with pericardiocentesis and requiring prolonged hospitalization. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 30-jan-2026, additional information was received indicating an optrell catheter was also used during the case. As such, the device has been added to section d10. Concomitant medical products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
During non-ischemic ventricular tachycardia (isvt) ablation procedure with a qdot micro catheter and dacanav catheter, the patient experienced pericardial effusion (pe) treated with pericardiocentesis and requiring prolonged hospitalization. Initially, the report indicated that the carto 3 system was displaying high force readings when they tried to zero the qdot micro catheter. They tried re-zeroing several times without resolution. The cable was replaced without resolution. The qdot micro catheter was replaced, and the issue was resolved. The procedure was continued. The customer's reported force issue with the qdot micro is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. It was also reported that at the end of a non-isvt case, a pericardial effusion was noticed. During standard check when they were finishing up the procedure, they discovered the pericardial effusion. The pericardial effusion was confirmed by echo. The medical intervention provided was pericardiocentesis. The patient was reported to be in stable condition. The physician did not know what caused the pericardial effusion but believed it may have occurred when the deca nav catheter was sitting in the right ventricle (rv) or possibly when the ablation catheter was being moved around sometime during the procedure, it may have scraped the tissue. Additional information received indicated that this adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause was ablation catheter scraping tissue or decanav poking the free wall. The patient¿s outcome from the adverse event was fully recovered. Extended hospitalization for one overnight stay was required. No transseptal puncture was performed. Prior to noting pe ablation had already been performed. There was no evidence of steam pop. The event occurred post case, before pulling catheters. No cardiac surgery was required. The correct catheter settings selected on the ngen generator at 35w. No issues with flow rate change at start of ablation. No error messages were observed. The force visualization features used were graph, dashboard, vector, and visitag. The visitag parameters used were 25% of force over 3 sec, and 3mm tags. No additional filter was used.

Manufacturer narrative:
On 6-jan-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).